Manufacturer narrative:
The medwatch report stated that a death was a result due to the adverse event; however, after contacting the intial reporter, they have stated that it was a typographical error and there were no deaths relating to this adverse event. Medwatch report mw5149357.

Event description:
On (B)(6) 2023, nurse assist received a medwatch report via e-mail of the following event description from medwatch report: used the recalled product to clean an open wound on right foot, and developed an infection which required an antibiotic to resolve on (B)(6) 2023. Open wound to right foot.